Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the emergency department (ed) with shortness of breath, dizziness, and nausea. The patient stated being unable to move either arm while in the ed. CT (computed tomography) scan revealed an area of brain at risk for ischemia within the right occipital lobe measuring 4.6 by 2.8 centimeters in size. Patient was admitted to the coronary care unit (ccu) and started on a tissue plasminogen activator (tpa) infusion. A CT scan on (B)(6) 2021 showed no acute abnormalities and the patient¿s neurological deficits showed it is improving. Patient initiated on a heparin drops on (B)(6) 2021. The patient is working with occupational therapy to regain strength in left upper extremity. Heparin discontinued on (B)(6) 2021 as the patient's symptoms improving and was able to be discharge home with resumed coumadin and aspirin. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate ii left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further related events reported at this time. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) lists stroke as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.